Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. There were breaches of the inner and outer insulation at the first rib/clavicle. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing noise. X-ray shows that the rv lead had endured a subclavian crush. The rv lead was extracted. A new rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).